Event description:
Artifacts detected during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG evaluated for this incident. Result: artifacts present during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence could not result in an adverse event. Device labeling provided instructions on how to address artifacts.